Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract.

Event description:
It was reported that approximately one week post-implant, the right ventricular (rv) lead dislodged. During the lead revision procedure, the screw of the lead was blocked, therefore, the physician chose to replace the lead. No patient complications have been reported as a result of this event.